Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized with hyperglycemia. The customer stated that she started experiencing high blood glucose of 348 mg/dl on (B)(6) 2018, had vomiting and dry mouth on (B)(6) 2018, and went to the emergency room on (B)(6) 2018. Blood glucose at the time of admission was over 600 mg/dl. The customer was treated with insulin drip and fluids. Troubleshooting was performed. The insulin pump passed the displacement test and self-test. The customer requested the insulin pump to be replaced. Blood glucose at the time of the call was 205 mg/dl. The insulin pump was returned for analysis. Concomitant products: frn-mmt-326a-reservoir, unomedical infusion set.